Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "precautions for use ¿ if the needle is blocked, do not increase the pressure on the plunger rod but stop the injection and replace the needle. Method of use-posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Inject slowly."

Event description:
Healthcare professional reported an injection with a syringe of juvéderm ultra¿ xc. During injection it was reported, "the syringe presented problem, losing the gel". No injury was reported. Upon further follow up with the healthcare professional, it was also reported that the syringe "burst during the procedure."